Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and sometimes needed multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to attempt specific techniques to operate the button, but the issue persisted. Consequently, a replacement pump was sent, and the customer was informed of the procedure for returning the defective pump and programming the new device. The customer opted to use a manual form of insulin delivery as a temporary backup and was provided guidance on connecting the continuous glucose monitor to the replacement pump.